Event description:
It was reported that the insulin pump delivered two normal bolus and later that evening there was another bolus of 10.0 units of insulin that the customer is certain they did not programmed in the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.